Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged event. The received nail was visually inspected in which we can say that the nail is broken into two fragments from the webs from the proximal lag screw hole. We see deformation on the sides of the nail which could be at the time of extraction. Microscopic inspection of the broken segments, we can see circular running marks on the proximal fragments which indicate drilling rubbing the fragment, signs of slight misdrilling. We also see deformation at the medial end of the proximal and distal segments. Inspection of the breakage surface indicates that the breakage was initiated in a fatigued manner and broke instantaneously from the other side due to high tension and loading. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation no product related issue could be detected. The implants could finally not resist the applied force which finally led to the material overload/fatigue failure. However, due to a lack of applicable radiographs, we cannot exactly say what caused this fatigue failure resulting in breakage of the nail. If any additional information is provided, the investigation will be reassessed.

Event description:
A revision surgery was required to remove a gamma steel endomedullary nail due to material fatigue.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
A revision surgery was required to remove a gamma steel endomedullary nail due to material fatigue.